Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent elevated blood glucose (bg over 600 mg/dl) and the cause was not known. Insulin injections were administered to address bg. For the past week, the customer reverted to using insulin injections for insulin therapy. During the time of the report, the customer resumed pump therapy and bg was 317 mg/dl.